Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8332554. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Based on photos evaluation, the reported defect was identified and confirmed. Engineering team analyzed specially the second photo since 5 packages showed hole. The defectives samples were not returned for evaluation and testing and the root cause could not be determined.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system wrapping was open inside the closed boxes. This occurred on 25 occasions before use. The following information was provided by the initial reporter: individual wrapping of each product opened inside the closed boxes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Date received by manufacturer: 2019-10-22.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system wrapping was open inside the closed boxes. This occurred on 25 occasions before use. The following information was provided by the initial reporter: individual wrapping of each product opened inside the closed boxes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system wrapping was open inside the closed boxes. This occurred on 25 occasions before use. The following information was provided by the initial reporter: individual wrapping of each product opened inside the closed boxes.